Event description:
Narrative: the user facility reported on (B)(6) 2009, an extravasation occurred. A cat scan of the head was being performed on a patient. The eda was properly hooked up and 1.5 mls/sec was being delivered. The technologist started injecting, and found that an extravasation occurred and the estimated amount was 50cc. The eda patch appeared to be growing and the unit never shut off. (B)(4).

Manufacturer narrative:
A member of the acist medical advisory board investigated the event, and following are his findings: a (B)(6) male with a history of acoustic neuroma had a head cect. An intravenous catheter was placed on the patient's forearm. The eda patch was placed on the patient's arm, and the injector started. The injection protocol was 90ml of non-ionic contrast, flow rate was 2.0 ml/sec. The injection was completed without incident but the contrast enhancement on the CT scan was substantially less than expected for a 90 ml volume. Examination of the patient's arm showed a red area tender to touch. The extravasation occurred but was not detected by the eda device. The patient was evaluated, and cold compresses and ice were applied to the affected area and the arm elevated. The patient was monitored for several hours and sent home. The patient was called daily for several days by the facility and was doing fine with no health related issues due to the extravasation and no other intervention required other than cold compresses. Acist received the eda module for inspection from (B)(6) on october 20, 2009. Tests performed on the eda module determined that the eda is functioning according to acist specifications and no malfunction was found. This report is considered closed.